Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that they were installing the 3.1.1 sw and in the middle of the install the system unexpectedly exited admin, rebooted, then got stuck at the booting script. They removed the cd from the drive, did a hard shutdown, logged into admin, and 3.1.1 was not present. They tried reinstalling the sw and it installed normally that time. Resolution confirmed on call. No patient was present.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.